Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula fully deployed. Inspection of the device found corrosion on the pcb, all three batteries, the mechanism rail, and the catch beam. Attempts to collect the received devices data found that all three devices had lower than expected voltages. The pod had to be connected to a power source in order to retrieve the data. Inspection of the download data shows no hazard alarms were generated. No timeouts, drive stalls, or any other abnormalities were observed in the download data. The unexposed portion of the soft cannula was found to have a tear 0.063 inches from the nail head. This tear resulted in fluid leaking into the pod, resulting in the observed corrosion and the low battery voltage.

Event description:
A patient reports while wearing a pod between 1 and 4 hours their blood glucose level had rose to overt 250 mg/dl. In addition the patient reports receiving a hazard alarm during operation.